Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock two days post-implant, and another inappropriate shock six days post-implant. A boston scientific technical services consultant reviewed the episodes and found them to be consistent with air entrapment at the tip of the electrode. It was suggested to perform x-rays, to see if air was still present or had dissipated. The sense vector was reprogrammed to primary. No adverse patient effects were reported.